Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, the physician noticed the device did not work in vvi mode but only in ddd mode. The physician suspected they inverted the catheters into the connectors. The event was resolved by reprogramming the device. The patient was in stable condition.